Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. On the (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. The device remained in fault mode up to the (B)(6) 2015 when it passed 3 self-test during manual power cycles up to the (B)(6) 2015. An additional low battery fail was recorded on the (B)(6) 2014. The device remained in fault mode up to the (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.